Event description:
The customer reported, the system displayed communication errors and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced 3 power supplies and tightened cable connectors. The system operates as intended.